Event description:
It was reported by the patient that their right ventricular (rv) lead and right atrial (ra) lead were removed for complications and the patient reported that the "lead may have shook loose". The patient had earlier reported indications that the lead(s) had caused swelling and pain in their arms. Follow-up at that time had indicated no concerns with the patient's leads. The patient was not specific regarding one or more leads affected (shook loose) and follow-up to understand more details of the patient's report were not successful. Both leads were referenced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.